Event description:
Paramedics responded to an apparent suicide hanging, arriving at the scene to find the pt pulseless, breathless and unresponsive. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the AED alarmed "connect electrodes" and would not allow the pt's rhythm to be analyzed. The reporter stated this occurred again subsequent to the operator checking the leads and electrode connections. An advanced life support team arrived and connected their manual defibrillator/monitor to the pt's electrodes and continued the code. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.